Manufacturer narrative:
H10: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately one year and four months post filter deployment ,the patient underwent filter removal. During retrieval attempt, venogram images demonstrated chronic appearing occlusion of the infrarenal ivc below the filter. The procedure was aborted due to presence of thrombus. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc) and filter tilt. However, the investigation is inconclusive for retrieval difficulties as the medical records reveal no evidence of an attempt to capture the filter. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. H11: h6 (results, device-patient-device incompatibility (2682). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction event. A review of the events indicated that model dl900f filter was allegedly difficult to remove. This report was received from one source. The device was implanted inside the patient, a forty-eight year-old female, of unknown weight. The current status of the patient is unknown.

Manufacturer narrative:
The device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately one year and four months post filter deployment ,the patient underwent filter removal. During retrieval attempt, venogram images demonstrated chronic appearing occlusion of the infrarenal ivc below the filter. The procedure was aborted due to presence of thrombus. Therefore, the investigation is inconclusive for retrieval difficulties as the medical records reveal no evidence of an attempt to capture the filter. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction event. A review of the events indicated that model dl900f filter was allegedly difficult to remove. This report was received from one source. The device was implanted inside the patient, a (B)(6) year-old female, of unknown weight. The current status of the patient is unknown.